Manufacturer narrative:
(B)(4). Batch # n54v7h. The analysis results found that the ntlc75 device was received with the doghouse damaged, the cartridge reload was loaded on the device. The reload was received with the knife not completely within doghouse and the swing tab in the locked position. The cartridge reload had the proximal 2 drivers up without staples, and the remaining drivers down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open distal gastrectomy procedure, the device could not fire on the second firing. Another competing product was used to complete the procedure. There were no adverse consequences for the patient reported.